Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen". The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the contact removes the cartridge prior to the on-screen instructions. The customer's blood glucose level was 315 mg/dl. It was confirmed that the customer had manual insulin injections available for diabetes management.